Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent open umbilical hernia repair on (B)(6) 2014 and mesh was implanted. Following the procedure, the patient experienced an infection with proteus bacteria and the mesh was removed on (B)(6) 2014. Current patient status is stable. No additional information was provided.